Event description:
It was reported that the pcu had powered down while on a patient. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred at approximately 8pm. The device did provide low battery alarm, according to the user. However, it was reported that the pcu was plugged in to the ac power outlet at the of the event.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Note that imdrf annex a1801, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had powered down while on a patient. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred at approximately 8pm. The device did provide low battery alarm, according to the user. However, it was reported that the pcu was plugged in to the ac power outlet at the of the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Note that imdrf annex a23, c23, d11 and g0200802 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had powered down while on a patient. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred at approximately 8pm. The device did provide low battery alarm, according to the user. However, it was reported that the pcu was plugged in to the ac power outlet at the of the event.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: imdrf annex a, b, c, g codes, device available for eval?, returned to manufacturer on and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pcu power down while on a patient was confirmed during the investigation, caused by the discharge of the battery during the use of the device. ¿ alaris system maintenance (asm) preventative maintenance task, power supply task and battery status task was performed on the returned pcu s/n (B)(6). All the tasks were completed successfully. ¿ the customer provided an event date of 24 august 2024 at 8:00 pm, but the logs does not have any activity on that day, but a very similar issue to the one written in the complaint description was found on august 22, 2024. ¿ the review of the pcu event log began when the system was powered up on 22 august 2024 at 8:30:02 am. Concomitant pump module s/n (B)(6) was assigned channel a, and the concomitant pump module s/n (B)(6) was assigned channel b. ¿ at 8:30:02 am to 8:30:08 am, the device was powered on, and two pump modules was added, at the same time, the device was disconnected from the ac power. ¿ at 2:32:35 pm the pcu alarmed for low battery. ¿ at 2:33:45 pm to 2:33:54 pm, the device was powered off, shutting down the system. ¿ at 2:34:24 pm to 2:34:30 pm, the device was powered on (primary volume infused (pvi) = 60.52ml) and the alarm lb1 (battery low) was displayed. ¿ at 2:51:09 pm to 3:29:36 pm, alarm lb2 (power battery very low) displayed and silenced 30 times. ¿ at 3:30:13 pm to 3:32:52 pm, alarm volume reduced to minimum. ¿ at 3:54:55 pm to 4:38:53 pm, alarm lb2 (power battery very low) keeps displaying and silenced 25 times. ¿ at 4:41:15 pm, power battery discharged (lb3). ¿ at 4:44:08 pm, the device powered off for battery discharge (lb4). Primary volume infused (pvi) = 81.592 ml. ¿ bd recommends do not use third-party parts. Batteries not supplied by bd alaris have different voltage and capacity characteristics. ¿ ¿ per the alaris system user manual v12.3, bd recommends do not disconnect the device after turning it off when it has low battery, since the amount of battery it has is not recorded, and when you turn the pcu back on it will not turn on any module because it has a low battery. ¿ inspection of the suspect pcu s/n (B)(6) observe that the battery was identified as a third-party component; however, the investigation did not find this issue was a cause for the reported complaint. Other parts inspected were manufactured by bd. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: ¿ suspect pcu s/n (B)(6) (w/o: 01594100) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported powered down while infusing on patient was confirmed, caused by the discharge of the battery during the use of the device. The log analysis identified the system alarmed appropriately through all phases of low battery alarms with a user ignoring the low battery messaging and repeatedly silenced the audio alarm. The returned device was fully evaluated, and no issues or anomalies were observed with the pcu device during the log review and laboratory testing. Note that imdrf annex a0509, c0702, d15, and g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had powered down while on a patient. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred at approximately 8pm. The device did provide low battery alarm, according to the user. However, it was reported that the pcu was plugged in to the ac power outlet at the of the event.